Event description:
The customer reported that blood passed the one way valve, bypassing the filter, during filtration of the whole blood unit. The product was discarded. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. (B)(4). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: a whole blood bag, satellite bags, and filter were received for evaluation. White blood cell contamination of the blood in the filtered blood bag was observed. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
The disposable set was received for investigation. A sample of blood was taken from the filtered bag and measured for the level of white blood cells present. The level was found to be higher than the level of white blood cells which were filtered normally. A filtering test was conducted on the return sample and it was confirmed that the blood had passed the one-way valve. The one-way valve was dissasembled to observe the slit of the valve. It was found that the slit was not in the correct position according to specifications. Reserve samples for this lot were tested for the same filtering issue. No similar issues were noted with these samples. The manufacturing and testing records were reviewed. The lot conformed to all specifications. A request for the valve assembly supplier manufacturer records showed that a blade used to make the slits had become unstable and it had affected some lots including this one. The supplier responded that the valves with the improper slit could have been overlooked, because only a simple and quick inspection was conducted on the valve slits. Root cause: the root cause of the incident in question was the incorrect position of the valve slit. Consequently, the blood flowed backwards caused by pressure of the blood in the donation bag during filtration. Corrective action: the valve assembly supplier adjusted the mechanism for slitting. The valve assembly supplier has implemented 100% inspection of the valve slits.